Event description:
Pt began experiencing weakness in his lower extremities which became progressively worse. The physician performed an magnitic resonance imaging which revealed a mass at t6 or t7. At surgery, it was discovered that the mass was adhering to the spinal cord, and the catheter was at the center of the mass. The physician had to shave the mass off the cord, and the specimen was sent to pathology for analysis. The physician believes that the mass was a granuloma. The pt is now doing well and is moving his legs, noticing an increase in strength in his legs almost immediately following surgery.